Event description:
Additional information was received which updated the outcome of the chb to resolved with sequelae.

Manufacturer narrative:
Updated data: b5, d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported post-operatively on the same days as a transcatheter aortic bioprosthetic valve replacement procedure, the patient had ventricular standstill for 25 seconds and then converted to complete heart block (chb) with bradycardia. It was noted the patient's heart rate had slowed to 35 beats per minute at the lowest point. A transvenous temporary pacemaker was placed at bedside. Electrophysiology was consulted with a recommendation for permanent pacemaker. Subsequently, on the first post-operative day a permanent pacemaker was implanted. The patient's body responded well to the procedure, the chb was resolved, and the patient was discharged the following day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that per the physician, the chb event was related to the valve and the valve implant procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.